Event description:
The customer received a blood glucose reading of 124mg/dl on the contour next link meter, re-tested on a different meter and the reading was 60mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.new control solution was sent to the customer. Product was not replaced.